Event description:
This patient was complaining about his knee from his operation on (B)(6) 2015, and the knee was revised.

Manufacturer narrative:
(B)(4). The associated complaint devices were not returned for evaluation.